Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted above 300 mg/dl. The customer delivered a correction bolus to stabilize blood glucose level. During troubleshooting with tandem technical support, it was verified that the pump reset unexpectedly multiple times. It was indicated that the customer would use manual injections as alternate insulin therapy.